Manufacturer narrative:
(B)(4). Date sent: 10/24/2024. Corrected data: h1. Additional information received: did the device start to fire staples and cut line but could not be completed. Yes! At the beginning of the procedure the staple worked well. In fact the doctor use it with the 2 of gst45blu. At the third use it stopped when he use 2 gst45w. This would include jammed or lockout after the device began to fire? Could be.........after 2 fires (dopo le prime 2 separate con le 45blu che hanno funzionato). For the gst60w was the staple line complete? Was gst45w. No it was not. For the gst60w how were the staples formed? The staple didn't started at all! For the gst60w did the device cut? No. For the gst60w was the cut line completed? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2024, d4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the device deliver any staples? No, he had previously released the blu gst45b refils without problem ; then it got blocked on 2 white gst45w. If yes, were the staples formed properly? Anasthomosis gastro entero and an other one in the entero. If yes, was the staple line complete? Yes. Did the device cut? No! It just blocked. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line? No! Was there any difficulty opening the device jaws? Yes little bit. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass operation, the new echelon 3000 stapler stopped. In particular, he carried out 5 shots with the gst60b refills which were successful, but when he changed the refill using the gst60w for the digiuno digiuno anastomosis, it stopped; the surgeon unlocked the stapler and mounted a new gst60w refill, but the stapler blocked again. The surgeon then changed the stapler directly and finished the procedure with the manual echelon ec45a. No patient consequences reported. No further information is available.